Manufacturer narrative:
Patient information is unknown. Specifically date of birth is unknown. Date of event is unknown. Additional classification code: hrs. Initial reporter: address is unknown. A device history record review was requested. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported, that the devices were involved with the following hallux valgus correction surgery. Original surgery was performed and finished without any problems on (B)(6) 2018. As a usual after-treatment, the patient started weight-bearing rehabilitation with hallux-valgus-proof footwear. In response to the patient¿s pain; however, it was found on (B)(6) 2018, that va lock screw in question had been broken. The broken portion was situated beneath va x plate. Also, postoperative correction loss was recognized. On (B)(6) 2018, revision surgery was performed for explanting the above-mentioned screw and plate, followed by re-implanting of replacements. The surgeon commented that loosened surgical and/or rehabilitation devices might have caused the breakage. However, the surgeon had not had experience the implant broke in a week after implanted to a patient¿s body. So, the surgeon would like to investigate these implants. Concomitant device investigation requirements: product code: 04.211.201, lot number: l507282, quantity: 1. Product code: 04.211.018s, lot number: l483707, quantity: 1. Product code: 04.211.018s, lot number: l368538, quantity: 1. Product code: 04.211.018s, lot number: l076454, quantity: 1. Product code: 04.211.022s, lot number: l445709, quantity: 1. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record review was performed for the subject device: please note, this DHR review is for sterilization procedure only: part no.: 04.211.022s, lot no.: l445709, manufacturing location: selzach, supplier: frueh ag, release to warehouse date: 12.jun.2017, expiry date: 01.may.2027. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Non-sterile 04.211.022 / h363081 was manufactured in us, monument. Manufacturing location: monument, manufacturing date: 16-may-2017. Part no: 04.211.022 (EU part), lot no: h363081 (non-sterile) - 2.7mm ti va lckng screw slf-tpng with t8 stardrive recess 22mm. Quantity (B)(4). Components reviewed: raw material part 04.211.022.999, 2.8mm ti screw blank 22mm. Lot h318192 meet specification. Lot released to bp55 on 09-mar-2017. Inspection sheet for in-process dimensional meet specification. Inspection sheet for mill threads, turn/thread head, flute final inspection ns049907 rev: l meet inspection acceptance criteria. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. A product development investigation was performed for the subject device: the received va locking screw ø2.7 head 2.4 self-tap l22 ta is broken apart right beneath the screw head. The screw head was blocked in the x-plate-2.4/2.7 va lock xs 23.5*15 tan. The t8 star drive head recess is deformed and outworn from mechanical overloading. The screw shaft was deformed during the removing procedure from a plier or similar instrument at the fracture site. Due to the existing damage, the complaint relevant dimensions cannot be checked anymore for dimensional accuracy of the valid manufacturing specifications. Because of the small size there is no etch available on the screw head. The complaint description describes the implant to be part 04.211.022s with lot number l445709. The review of the device history record shows that all 240 parts were manufactured in may 2017 and there were no issues during the manufacture of the product that would contribute to the complaint condition. A final manufacturing conclusion cannot be presented because of the existing damage and the exact root cause of breakage cannot be determined but we suppose that a mechanical overloading situation led to the implant failure. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. This is not a single use device that has been reprocessed and reused on a patient. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.